Event description:
It was reported that customer experienced non-resettable malfunction alarm malf 16 on insulin pump, with no notable events occurring before malfunction and no information provided about blood glucose level impact. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor support, was informed that pump needed replacement, had shipping address confirmed, received instructions for storage mode and for returning problematic pump within ten days, and was provided replacement pump while declining to share information about backup insulin therapy.